Event description:
It was reported that the device was explanted and replaced due to high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance measurement anomaly were confirmed in the laboratory. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the field reported high right ventricular pace impedance anomaly remains undetermined.